Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to a progressive worsening of an ischemic stroke, and bleeding. The patient's death was reportedly due to patient condition and the device operated as intended. No further information was provided.

Manufacturer narrative:
Section d4, h4: information not provided. Manufacturer investigation conclusion: a direct correlation between the vad and the patient¿s expiration could not be conclusively determined this investigation. It was reported that the patient expired on (B)(6) 2017 due to the progressive worsening of an ischemic stroke, which had also resulted in bleeding. The account communicated that the device had been operating as intended. An autopsy was not performed, and the device will not be returning for evaluation. The vad serial number was requested from the account; however, it was not provided. The heartmate ii lvas IFU lists stroke, death, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.